Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker migrated and patient could feel muscular tightness. Further, the device was repositioned. No additional adverse patient effects were reported.